Event description:
A customer reported issues with their insulin pump, specifically cartridge alarm 34. The customer confirmed that the malfunction did not have any adverse impact on their blood glucose levels. Prior to contacting customer technical support (cts), the customer replaced their supplies to resolve the issue and successfully resumed insulin therapy. Despite the troubleshooting efforts and temporary switch to an older pump model to manage daily occlusions, the issue persisted. Cts then recommended a pump replacement. The customer agreed to the troubleshooting process and was informed about the necessary steps to return the problematic pump and program the new one. A replacement pump was sent, equipped with updated software, and arrangements were made for its delivery and proper setup.